Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces. No button error alarm during our testing and all of the buttons are functioning properly. The insulin pump has cracked battery tube thread, broken belt clip slot, cracked reservoir tube window, cracked reservoir tube, cracked case near the display window corners, stained end cap sticker and broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.